Event description:
A peritoneal dialysis (pd) patient experienced an event in which the patient could not disconnect the transfer set from the cassette. The patient was subsequently diagnosed with peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics. Patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.